Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a latch on switch failure. It was reported that the device was not detected by the unit. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was non-responsive when plugged into the generator. Medtronic troubleshooting of the returned device found that when the pencil was self activating in the cut mode when plugged into the generator and 40 kohm box.